Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn0140 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a break in the 3-way extender in the PICC line during removal to administer the 5fu infuser.it was stated the extender was stuck in the PICC line and eventually broke during handling. PICC line ablation, 5fu not administered, rest of PICC line on tuesday (B)(6) 2018. It was stated the coated PICC line had a wear of the thread of the screw.